Event description:
It was reported that a disconnection occurred at the y-site of a flo-gard IV solution administration set. The reporter described the component that disconnected from the y-site as a rubber bunk. This was noticed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection identified tubing that was separated from the upper part of the y-site. Visual inspection also revealed that the tubing was under inserted into the y-site prior to the separation. The cause of the separation was determined to be the underinsertion of the tubing in the manufacturing process. A CAPA has been opened to address this issue. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.